Manufacturer narrative:
Result: malfunctioning brake system.

Event description:
It was reported by service report that the brake lights on the siderails and footboard were flashing even when the brakes were on because, the plunger switch which was located under the head-end brake ring was not making contact when the brake was applied. No patient involvement or adverse consequences were reported.